Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving fentanyl, hydromorphone, and bupivacaine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, and post lumbar laminectomy syndrome. A critical alarm was not heard, but was confirmed by telemetry. The logs were checked and showed a low battery reset and safe state occurred on (B)(6) 2015. The patient reported sudden symptoms of headache, nausea and increase in blood pressure. The troubleshooting, actions/interventions, outcome, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient had an appointment to have the pump explanted, but they cancelled due to a family emergency. The patient had not yet rescheduled the explant. The pump had not been in use since 2015. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative on june 13, 2018 regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient¿s pump had only been filled once since it was implanted in 2011 and the patient did not have it filled again because it did not help with their pain. It was reported the pump was currently alarming due to the elective replacement indicator (eri). The rep stated that there was no information in the pump tabs, everything was wiped out. It was reported the pump was due for explant within a month and based on implant date, end of service (eos) was due to be reached in a couple weeks. No symptoms were reported. The pump was turned off via the pump off passcode. No further complications were reported or anticipated. Additional information was received from the rep on 2018-jun-15. The rep did not know if there were any anomalies when the pump was last programmed. The rep reiterated that the pump had no info when they interrogated it, as it was passed the elective replacement indicator (eri). The rep confirmed the pump had been programmed to off mode. No further troubleshooting had been performed. No further actions had been taken or planned. The rep did not know if the patient was having the device explanted. It was reviewed the information had been confirmed with the physician/account. Additional information was provided by the healthcare provider (hcp). The hcp indicated they had not seen the patient since (B)(6) 2017. It was unknown whether there was a device issue with the alarm itself, or a patient issue, when the low battery reset occurred in 2015 per the logs and the alarm was not heard. On a (B)(6) 2015 visit, the patient called and told the nurse that the ¿pump was alarming.¿ regarding the low battery reset in 2015, it was indicated a pump dye study had been performed. It was unknown if there was a patient issue which caused or contributed to the patient not hearing the alarm. The hcp was not aware of any factors that may have caused or contributed to the low battery reset in (B)(6) of 2015. Regarding actions or interventions taken to resolve the low battery reset in (B)(6) 2015, a pump dye study was performed, as mentioned above. The pump function did not resume following the low battery reset. The patient¿s pump was last filled with medication on (B)(6) 2015. The drug was not replaced with saline. Regarding the reported lack of therapy, a dye study was done, as mentioned above. The hcp reported, according to the patient, the lack of therapy began (B)(6) 2015. The pump had last been programmed on (B)(6) 2015. There were anomalies noted at this time. Regarding troubleshooting performed to determine the cause for the report that ¿everything was wiped out¿ in the pump tabs, the hcp reported they had called the manufacturer on (B)(6) 2015. The hcp reported they were instructed by the manufacturer that the pump battery was most likely malfunctioning. It was reported the issue was related to the pump. The hcp confirmed the pump had been programmed to off mode. Regarding other actions/interventions taken or planned currently, the patient was scheduled to see the doctor on (B)(6) 2018 to discuss and schedule a pump explant. It was indicated the device would be returned to the manufacturer for analysis. The following information was provided by the healthcare provider via the pump logs and chart notes: the patient was seen on (B)(6) 2015 for a pump refill. The patient¿s chief complaint was low back pain. The patient was also taking percocet and needed a refill for her oral breakthrough medication. The patient had been experiencing headaches more frequently over the past couple days, as well as nausea, and was feeling shaky. The patient had a past history of hypertension, but she had been off all her blood pressure medicine for about two years. The patient had a recent history of hospitalization for anemia secondary to a bleeding ulcer. It was indicated the percocet was causing her headaches and nausea. The patient had been utilizing her bolus with some modest relief; however, her symptoms had been growing worse. The patient was otherwise currently in good health. The pump was refilled with 7.5 mg/ml of bupivacaine, 1.5 mg/ml of hydromorphone, and 375 mcg/ml of fentanyl. The device was interrogated and the correct concentration and volume were confirmed along with the expected residual volume of 8.3 milliliters (mls). No complications were noted. The device was interrogated and found to be in ¿pump in safe state¿ which occurred the day before, (B)(6) 2015 at 11:46 a.m. At that time, it stated ¿reset occurred ¿ low battery.¿ the pump was reset at minimal rate, running 0.186 mg per day of hydromorphone. The elective replacement indicator (eri) was currently at 30 months. The pump was refilled and programmed to deliver an increased concentration of fentanyl and decreased concentration of hydromorphone and bupivacaine. It was noted the pump battery was most likely malfunctioning and would need to be replaced and sent in for analysis. The patient¿s oral medications were changed from percocet to dilaudid for breakthrough pain, and to help with any withdrawal symptoms. The patient was instructed to call in two days with an update regarding their pain and current withdrawal symptoms. On (B)(6) 2015 the patient was called to follow-up regarding their refill the previous monday. The patient reported they were at their primary care doctor¿s office and they called an ambulance. The patient stayed at the hospital for two days and they gave her a prescription for metroproplol. The patient was still having headaches and aches in her left arm. The patient reported an electrocardiogram (EKG) was performed and stated they had some problems with their heart, and they were monitoring her. A computed tomography (CT) and x-ray of her heart and lungs was unable to clarify the results. The patient was referred to a cardiologist, who she saw in the past when they had a heart attack a few years earlier. The pump was still alarming, and they were not having any pain relief. The patient was unable to use their personal therapy manager (ptm). Pump logs from (B)(6) 2015 indicated the patient was receiving 250.01 mcg/day of fentanyl, 5.0002 mg/day of bupivacaine, and 1.000 mg/day of hydromorphone, at the previously reported concentrations. The logs confirmed a reset occurred on (B)(6) 2015, with a low battery reset and safe state message occurring at the same time (11:27). An additional safe state message occurred on (B)(6) 2015 and the logs indicated a motor stall recovery occurred (B)(6) 2015 at 11:25. On (B)(6) 2015 the patient was seen for a routine consideration for resumption of intrathecal infusion therapy. The patient¿s infusion was currently stopped with the pump in ¿a safe state.¿ it was indicated the patient had an empty reservoir for a period of time. It was noted the pump was 27 months from the estimated replacement interval; however, it was still not working due to the safe state. It was unclear as to why this occurred. The hcp discussed the possibility of replacing the patient¿s pump and also possibly replacing the catheter, as there had been an unclear function both in terms of efficacy of the patient¿s intrathecal infusion. The patient reported experiencing pain described as aching, burning, throbbing, shooting, nagging, sharp, stabbing, pins and needles, numbing. It was noted the pain would radiate and travel from their neck. The maximum pain level reported was an 8/10. The average level of pain reported was 7/10. Minimum level of pain reported was 7/10. The timing of the paint was continuous, and it was improved by sitting down, lying down, medications, and rest. The pain was aggravated by activity, coughing, lifting, sneezing, lying down, walk ing, standing, sitting, physical therapy, and position change. The pain had increased since the last visit. The pain interfered with general activity, mood, walking ability, normal routine, social activity, sleep, appetite, enjoyment of life, and ability concentrate. The patient¿s past medical history included coronary artery disease, peripheral neuropathy, cardiac arrhythmia, anemia, hyperlipidemia, neuropathy, hypertension, esophageal reflux, constipation, osteoarthritis, allergic rhinitis, and myocardial infraction. The patient had a stent placed in their left anterior descending artery (B)(6) 2011, a lumbar spinal fusion 2002, and a cholecystectomy. Allergies included codeine and baclofen. On (B)(6) 2016 the patient had an exam for a follow-up on her medication and pre-evaluation prior to having her intrathecal pump exchanged and catheter revised. The patient was not prepared for their upcoming pump replacement, which was scheduled for (B)(6) 2016. The patient requested to have the procedure moved out a month. The patient was managing with oral morphine. The patient was worried about their blood pressure being elevated. The patient had not been back to their primary care doctor to re-evaluate their current medications. The patient was experiencing more acid reflux symptoms and a having ¿food getting stuck in my throat.¿ the patient reported they were pleased with the pump trial. She found that the fentanyl intrathecally during the trial was effective for her and she experienced significant relief for two days following the trial. The patient was experiencing pain in their back, neck, and leg. The pain was described as before, as aching, throbbing, nagging, sharp, stabbing, pins and needles, and numbing. The pain was radiating from their neck and the average level of pain reported was 8/10. The minimum level of pain reported was 7/10. The pain was continuous and was improved by sitting down, lying down, and resting. The pain was aggravated by activity, bending, coughing, lifting, sneezing, walking, standing, physical therapy, position changes, and touch. The pain interfered with general activity, mood, walking ability, normal routine, social activity, enjoyment of life, and ability to concentrate. It was indicated the pump replacement and catheter replacement would be postponed until (B)(6) 2016. It was indicated the patient¿s blood pressure was elevated. On (B)(6) 2016. The patient had a follow-up appointment for her medication management for her chronic lumbar pain secondary to degenerative disc disease, post laminectomy syndrome, as well as a pre-evaluation for her intrathecal pump and catheter replacement. The patient had not been cleared by her family practice doctor due to an extremely elevated blood pressure and as well as having significant EKG changes. The patient was referred back to her cardiologist for further evaluation regarding her hypertension and EKG changes, especially in light of her past history of having a myocardial infraction. The patient was started on new blood pressure medicine, along with her current medications. There were no complaints of any significant pain at the time. The morphine was helping somewhat. The patient¿s pain was in her back, neck, and leg. The pain was described as aching, throbbing, shooting, pins and needles. The pain would radiate from her neck. The maximum pain level was reported as 8/10 and the average pain level reported was 5/10. The minimum pain level reported was 4/10. The pain was continuous and worse in the am and the ptm. The pain was improved by applying heat, applying cold, massage, lying down, and medications. The pain was aggravated by activity, bending, coughing, lifting, sneezing, lying down, walking, standing and sitting. The pain interfered with general activity, mood, walking ability, social activity, sleep, enjoyment of life, and ability to concentrate. The patient¿s blood pressure was provided as 203/110 mm hg and 172/112 mm hg. The patient was to continue with morphine for breakthrough pain and follow-up with her cardiologist. Once cleared, the plan was to proceed with the pump replacement and catheter revision. On (B)(6) 2016 the patient was seen for a follow-up appointment for her medication regarding management for her chronic lumbar pain and radiculopathy secondary to post-laminectomy syndrome and degenerative disc disease. The patient was tolerating their medications well, but they were not carrying her through the night, and consequently she would be up until early in the morning because of the pain in her back, which would radiate down her legs. The patient would experience some weakness in their lower extremities as well. The pain would travel more down their right leg than their left leg. The patient was debating whether or not to have the pump replaced, versus explanted. The patient wanted to have the alarm turned off, as it was alarming constantly. The patient had also experienced significant nausea and a decrease in appetite in the last couple of months with acid reflux. The patient had a follow-up appointment with a gastrointestinal specialist coming up to consider whether to reschedule for having her hiatal hernia surgery that was postponed the past spring. The patient¿s pain was in their back, neck and leg. The pain was described as aching, throbbing, shooting, nagging, sharp, stabbing, pins and needles, and numbing. The pain would radiate from their neck. The maximum pain level was reported as 7/10. The average level of pain reported was 7/10. The minimum level of pain reported was 7/10. The pain was continuous and was improved by lying down, medications, and rest. The pain was aggravated by activity, bending, coughing, lifting, walking, standing, position changes, and touch. The pain remained unchanged from the last visit. The pain interfered with general activity, mood, walking ability, normal routine, social activity, appetite, enjoyment of life, and ability to concentrate.. Side effects of the pain medication included: anxiety, upset stomach, headache, insomnia, and nausea. The patient¿s oral medications were adjusted, with instructions to follow-up in one month for re-evaluation. On (B)(6) 2016. The patient was seen for a follow-up on medication management for chronic lumbar pain with lumbar radiculopathy secondary to post-laminectomy syndrome and degenerative disc disease. The patient also had chronic left shoulder pain. The patient also had significant hip pain which would require surgical intervention, but the patient wanted to avoid any kind of surgery. The patient did have a cortisone injection in her left shoulder which did not offer much relief. The patient had continued to take her medications and was not having any significant relief whatsoever. The patient did not wish to pursue any replacement of her pump. The patient had not seen any significant benefit long term with the pump or even with the last trial. The patient was frustrated with her current pain management and wanted to try returning to methadone, as she stated that is what helped her the most in the past. It was reported the patient was experiencing pain in the back, neck, and leg. The pain was described as aching, burning, throbbing, shooting, shock-like, nagging, sharp, stabbing, pins and needles, and numbing. The pain would radiate from their neck. The maximum pain level was reported as 8/10. The average pain level was reported as 8/10. The minimum pain level was reported as 6/10. The pain was continuous and was improved by lying down. The pain was aggravated by activity, bending, coughing, lifting, sneezing, lying down, walking, standing, sitting, physical therapy, position changes, and touch. The pain interfered with general activity, mood, walking ability, normal routine, social activity, sleep, appetite, enjoyment of life, and ability to concentrate. After discussing with the patient, it was decided to have the patient rotate to methadone. The patient was to continue her other medications as directed. On (B)(6) 2017. The patient had a follow-up appointment for her medication management for chronic lumbar pain with lumbar radiculopathy secondary to post-laminectomy syndrome and degenerative disc disease as well as chronic thoracic pain related to degenerative disc disease as well. The patient stated she continued to have significant pain even with the fentanyl patch increased to 50 mcg per hour and replacing consistently every 72 hours. The patient was needing to take oral morphine consistently for breakthrough pain. The patient was looking at having surgery for her large hiatal hernia in the next few weeks and had a cardiology consult appointment scheduled to obtain clearance. The patient was tolerating their medications and continued to have significant nausea and vomiting related to her acid reflux. The patient was having pain in their spine, legs, and feet. The pain was described as aching, burning, throbbing, shooting, shock-like, nagging, sharp, stabbing, pins and needles, and numbing. The pain would radiate or travel. The maximum pain level reported was 8/10. The average level of pain was reported 7/10. The minimum level of pain reported was 6/10. The pain was continuous and worse in the pm. The pain was improved by sitting down, lying down, and medications. The pain was aggravated by activity, bending, coughing, lifting, sneezing, walking, standing, physical therapy, position change, and touch. The pain had decreased since their last visit. The pain interfered with general activity, mood, walking ability, normal routine, social activity, sleep, and enjoyment of life. The patient was to continue their medications as prescribed and revisit pump replacement following their hiatal hernia surgery.